Event description:
It was reported that the customer was unable to complete the rewind process. Troubleshooting was performed and the customer was requested to put the battery back into the insulin pump. It was stated that the customer attempted to prime, but the device alarmed. Advised that the insulin pump will be replaced and revert to back up plan. The customer's blood glucose reading was 107 mg/dl. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.